Event description:
Procedure type: unk. According to the reporter: staples were not formed properly and the staple line opened. Some staples feel into the cavity. Operating time extended more than 30 minutes. There was some additional tissue resection. Oozing bleeding. The tissue was treated by hand suture. No pt injury was reported. The pt is doing fine.

Manufacturer narrative:
Date initial report sent: 07/15/2009.